Manufacturer narrative:
(B)(4).

Event description:
It was reported that insert new sensor alert occurred. Data was evaluated and the allegation was confirmed and the probable cause was determined to be early sensor expiration. The reported event of a insert new sensor alert is reportable based on the finding of a early sensor expiration. The sensor was inserted into the leg on (B)(6) 2019 which is off label usage of the device. No injury or medical intervention was reported.